Manufacturer narrative:
(B)(4). A manufacturing evaluation was completed: the received pfna-ii blade we have received with scratches on the outside surface, dents on the cutting-tip section and slight damages by the hexagonal recess. The device was measured and passed the specifications. The provided functional check showed that the blade could be unlocked and locked as intended and the functionality is fully given. Therefore this complaint was rated as unconfirmed from a manufacturing standpoint. The root cause could not be found exactly. It is likely that the insertion handle could have been not mounted on the blade fully or has detached during insertion and locking procedure. No manufacturing related failure could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Brand name pfna-ii blade l90 tan. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the (B)(4), manufacturing date: 11.feb.2015, expiry date: 01.feb.2025, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a procedure, a patient with trochanteric fracture was having the reported blade inserted. At the final operation phase, the reported blade could not be locked despite of many attempts. Eventually, the surgeon used a spare blade which is one-size shorter than reported blade and completed the surgery. The surgery was successfully competed but delayed 10 minutes due to this event. No adverse consequences to the patient were reported. This report is 1 of 1 for (B)(4).